Manufacturer narrative:
Based on an information provided by getinge technician, unit was repaired by customer himself after delivery of the part (repair kit hlx 3004 ergofocus - ard367913998). Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to the handle has broken off. It could be considered a technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing reportable events for this type of issue we were able to establish that the received incidents are occurring at a very low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by subject matter expert at the manufacturing site, this incident is probably due to repeated excessive torques (> 100 n), or to mechanical shocks. We remind users that the light head must be gently manipulated. We also recommend checking if the cleaning products and processes for this operating room are conform to maquet recommendations (user manual 56351039/e, page 19). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The correction of b5 describe event and problem, d1 brand name, d4 model # catalog # serial # and h4 manufacture date deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 12th july, 2023 getinge became aware of an issue with one of surgical lights - hanaulux 2000. It was stated and confirmed by the photographic evidence, that the headlights handle has broken off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 12th july, 2023 getinge became aware of an issue with one of surgical lights - hanaulux 3000. It was stated and confirmed by the photographic evidence, that the headlights handle has broken off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous d1 brand name: hanaulux 2000. Corrected d1 brand name: hanaulux 3000. Previous d4 model #: ard56076863. Corrected d4 model #: ard567903999. Previous d4 catalog #: hm56076863. Corrected d4 catalog #: ard567903999. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous h4 manufacture date: 09/04/2003. Corrected h4 manufacture date: 03/14/2008. Based on an information provided by getinge technician, unit was repaired by customer himself after delivery of the part (repair kit hlx 3004 ergofocus - ard367913998). Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to the handle has broken off. It could be considered a technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing reportable events for this type of issue we were able to establish that the received incidents are occurring at a very low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by subject matter expert at the manufacturing site, this incident is probably due to repeated excessive torques (> 100 n), or to mechanical shocks. We remind users that the light head must be gently manipulated. We also recommend checking if the cleaning products and processes for this operating room are conform to maquet recommendations (user manual 56351039/e, page 19). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 12th july, 2023 getinge became aware of an issue with one of surgical lights - hanaulux 3000. It was stated and confirmed by the photographic evidence, that the headlights handle has broken off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - hanaulux 2000. It was stated and confirmed by the photographic evidence, that the headlights handle has broken off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.